Event description:
It was reported that the heprin bolus was dispensed without being programmed. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative chr, DHR, shr updated, imdrf annex a,b,c,d and g grid updated. Omit : a140502 - free or unrestricted flow (2945), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A review of the complaint history record was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 28jul2016. The review was performed from the date of manufacture to the present date 16jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the heprin bolus was dispensed without being programmed. There was patient involvement but no harm.